Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) went to use their  controller monday (B)(6) 2022 to charge the ins battery but it would not turn on. Pt stated it should have been fully charged but they had to plug it in and charge it again. Pt stated they have been having issues with the charge in the ins not going to 100%. Pt stated it will just shut off or stop charging. It is not saying finished when complete. Patient services (pss) tried to ask pt about event date but the call kept getting disconnected so pt was never able to answer. Pt verified that they are getting excellent charge quality when connected and it is taking about 2 hours to charge the ins. A replacement controller and battery pack were sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6) revealed that main programmer controller board (pcb) needed to be replaced due to system connector corrosion. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.